Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that following sterilization on an unknown date, three screwdrivers left a stain in the peel pouch. There was no reported patient consequence. This report is for a small hexagonal screwdriver long. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 314.570. Lot: 2477310. Manufacturing site: bettlach. Release to warehouse date: 06. May 2009. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was conducted. Visual inspection: scrdriver-hex-small ø2.5 l270 was received at cq (quantity 1 part# 314.570 lot# 2477310). Upon visual inspection at cq, it is observed that there were no signs of stains and the peel pouch was not returned. As the device is more than 10 years old there might be the leakage from the handle when the sterilization process took place.thus, the reported complaint is not confirmed. Document/ specification review: the relevant drawings were reviewed during investigation and no design issues were noted. Investigation conclusion: a visual inspection, and document/specification review were performed as part of this investigation. No stains were observed and the pouch with stains was not returned. Thus the reported condition cannot be confirmed a definitive root cause could not be identified. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.